Event description:
There was no patient involved in this event. The AED states that the memory is full. The memory shows the AED has been on for ten minutes several times. The customer states the AED was placed in a cabinet in the office of a swimming pool and that it was very unlikely that any of the employees have switched it on.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on the 22nd august 2014 and performed to specification up to 21st june 2015. Multiple manual power ups mainly of ten minutes duration were recorded between (B)(4) 2015. The device records multiple manual power ups containing nonsensical durations, this may indicate the device was switching on automatically and the user was removing the pad-pak to power off the device rather than using the on/off button. The returned pad-pak was inserted and passed a self-test. The device failed to power off using the on/off button. This indicates a fault. During testing the device was tested on the calibrated equipment using a test power supply, the device delivered the test therapy sequence without fault and an acceptable measurement was recorded for the test shock. The device again failed to power off using the on/off button. The current drain of the device was measured and indicated a fault. The device was observed switching on automatically. Investigation found the reported fault was due to membrane failure due to corrosion. The corrosion indicates the device was stored in adverse conditions.